Event description:
Baxter (B)(4) received a report that an intermate had a blue winged luer cap which was separated from the line. It is unknown at what stage this condition occurred. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report patient involvement, patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the blue winged luer cap separated from the distal luer. The root cause of the reported condition was determined to be manufacturing operator error. Awareness training for all applicable manufacturing operators was conducted in (B)(6) 2011. However, this device was manufactured prior to this training. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.